Event description:
During an implant procedure, it was noted the set screw in the device header was partially deployed preventing insertion of the left ventricular (lv) lead into the device. The set screw was screwed back and the lv lead was able to be inserted to resolve the event. The patient was stable.